Event description:
It was reported that a 20mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) was measured with the landing zone as 20mm and the orifice as 32mm. The patient's left atrial pressure was 12mmhg. The patient was in sinus rhythm. During the procedure it was noted that the device formed a tire compressed shape. Two tug tests were performed. The close criteria was satisfied. The device was implanted. Several hours post-implant the device embolized under the mitral valve. The following day the device was explanted via transcatheter snare. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of device embolization under mitral valve several hours post procedure was reported. It was reported that the following day the device was explanted via transcatheter snare. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.